Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analysis could be performed so far. We have asked our distributor to have a dermatologist to examine the discolorations. We will provide a follow-up report as soon as we receive additional info.

Event description:
On (B)(6), we have been informed about an incident, which happened approx on (B)(6). At (B)(4) hospital, a female pt underwent an ECG procedure. ECG electrodes, model s & w 754, were applied and worn for 6 - 8 hours. Some time after the procedure, the pt reported that she still had visible outlines of the electrodes, one on the left shoulder, the other on the left side of the abdomen. She stated that she was not in pain, the marks were not blisters but "simply faded outline marks". We were informed about this on (B)(6). Inquiring, we learned that there was no glue residue left on the skin and received two photos of the marks. On (B)(6), it was agreed the pt would directly contact our distributor if the concern was still an issue. On (B)(6) we have been informed that the marks were still visible. They "started looking like a burn without irritation", "they are still visible".